Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician was attempting a crush technique at the left main (lm) bifurcation. He passed a stent down the circumflex (cx) artery and one down the left anterior descending (lad) artery. He was going to crush the cx stent remained in the lad undeployed. A picture of the cx confirmed that the stent was well positioned. The physician then removed the delivery system in the cx and positined the lad stent and inflated it. Upon removal of the delivery system he noted that the delivery balloon was not attached to the catheter. A picture confirmed that the stent delivery balloon remained in the lm and looked as if it had seperated from the shaft cleanly at the bonding point. Pt was sent to surgery. Current pt status is unk, add'l info regarding this event has ben requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.